Event description:
The customer reported, that this hose burst at the connector end. There was no report of injury associated with this event.

Manufacturer narrative:
Investigation: an evaluation of the hose confirmed the reported problem and found the outer hose burst at the coupling end. Further evaluation found diffuser damage. A review of conmed linvatec repair records found no history of repair for this hose. Attempts to obtain additional information from the user were unsuccessful. Conmed linvatec will provide the user additional information on the care and maintenance of this device.